Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the up and down buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event corrosion was observed on the force sensor flex pins.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the up and down buttons were found to be intermittently responding. This report is being made based on the evaluation results.